Manufacturer narrative:
N/a.

Event description:
The following has been reported: error 49 customer reporting error 49. Error 49 is described by the technical manual as a defective backup capacitor & safety 5v booster charging circuit. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not received in lake zurich; the wrong pump has been sent. However, despite several requests for the device return to our local technical team in lake zurich and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Therefore, the root cause of this event remains unknown. If further information are provided later on, we may re-open the complaint and pursue its. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.